Manufacturer narrative:
Kaz, USA inc. Has requested that the product be returned to our company for testing, but the consumer has refused to do so.

Event description:
A consumer stated that she had allegedly received second and third degree burns on her back while using a heating pad. The consumer stated that she was using the heating pad and that she had fallen asleep when the incident occurred. The consumer stated that she had not yet received medical treatments for her injuries when she contacted our company on the following day. The instructions for proper use clearly state "do not use while sleeping. This heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow." Kaz, USA inc. Has requested that the product be returned to our company for testing, but the consumer is refusing to do so.

Event description:
A consumer stated that she had allegedly received second and third degree burns on her back while using a heating pad. The consumer stated that she was using the heating pad and that she had fallen asleep when the incident occurred. The consumer stated that she had not yet received medical treatments for her injuries when she contacted our company on the following day. The instructions for proper use clearly state "do not use while sleeping. This heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow."